Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the proximal conductor was fractured due to flex. Concomitant products : c154dwk implantable defibrillator (B)(6) 2009; 4193 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial lead may have been fractured. The lead was explanted and replaced, even though it was noted by the physician that the patient had a "dead atrium." No patient complications have been reported as a result of this event.